Event description:
It has been reported that the patient's personal diabetes manager (pdm) battery is swollen.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#(B)(4) due to no device identifier provided.